Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode. A field service engineer (fse) worked with the information technology department to bring the station back online and resolve drawer issues. It was discovered that the network cable had been moved to an incorrect port, disrupting drawer connectivity. Once corrected, all drawers were functioning properly. The customer verified that all jars were working as expected, confirming successful resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in disconnected mode and all drawers failed. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.